Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right thoracotomy, the doctor was trying to ligate peripheral vessels and encountered the following issues with the clip applier. Clips were scissoring, clips were falling out of the device, and clips were not deploying. The doctor continued to use device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r9529f. On october 9 & 10 2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline. Investigation summary the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted to be broken causing that the clip to not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, 9 clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.